Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that device exhibited false pause episode indicating a possible loss of sensing or interference. No intervention planned. Patient¿s condition is stable.